Event description:
Customer reported that touchscreen was less responsive. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up with technical support, and additional information regarding the outcome of the event was unavailable.